Event description:
Biomed called to request an event log review. He stated that a medication infused too fast and the nurse wants to know what was programmed and what was delivered. He stated the medication was supposed to be set at 7 cc peer hour. The reporter did not know what medication infused too fast or if it was delivered as a primary or secondary. He would not provide a clinical contact. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.